Event description:
A malfunction alarm was reported by the customer, specifically malfunction code 12, which did not recur after resetting the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the issue reoccurs.